Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not received. However, nineteen companion samples in their closed pouches were received at the plant for evaluation. Visual inspection revealed no non-conformities. The devices were all attached to a vial and to a viaflo bag. Solution was transferred from the bag to the vial and back again to the bag with no issues. No other test was performed. The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a reconstitution device was observed with no flow. According to the report, the customer stated that the product "will not transfer all of the medication being infused through it." It is unknown if there was patient involvement. No patient injury or adverse event was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.